Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indication for use. It was reported that the trial was initiated on 2025-sep-09. It was reported that they had gone to the restroom less today than before started the trial. When asked, patient said that had bladder retention and said that prior to trial was voiding and cathing on a more frequent basis. The patient said doesn't know what the therapy doing or how to interpret the information on the screen. Reviewed therapy information and general programming guidance as well as information about device function. With instruction, patient connected to implant and confirmed that therapy is on. And decreased the setting a little bit. Patient will continue to track symptoms. The patient requested that the manufacturer representative (rep), that was at the procedure be notified as would like additional programming direction. Email was sent to field staff. The patient was also redirected to notify managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.